Event description:
It was reported that patient presented to emergency room after experiencing inappropriate shock from implantable cardioverter defibrillator (ICD). Upon interrogation, it was found that the shock was delivered due to oversensing. Programming changes were made. The patient was stable.